Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was 486 mg/dl. The customer is currently at the hospital for diabetic ketoacidosis. The caller was the health care provider. The caller was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.